Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured shock with an "unknown (undetermined)" relationship to the impella device used: patient was taken to the cath lab for urgent balloon aortic valvuloplasty (bav). Patient decompensated, bav was aborted. Impella cp was placed via the right groin, but patient went into ventricular fibrillation-arrest, shock x 5, down time 10-15 min, maxed dose pressor, echo bi-ventricular failure, patient transferred to cvicu post-cath lab. High dose pressors were given in cvicu, but patient was severely acidotic, and continued with high dose pressors overnight. Impella cp support continued and patient was started on lasix drip for marginal urine output. Patient was made dnr. Remained on high dose pressors and inotropes, epi, levo, vaso are maxed. Impella remains at p9, flows 4.2. The patient ultimately expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.